Event description:
Upon follow-up interrogation, a battery error message was noted. A memory download was taken and reviewed showing normal measurements and device function. There were no adverse events reported for this patient. All available information suggests this device remains actively implanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device and the returned data. The returned device data was analyzed. The analysis of the pacemaker dump revealed an invalid memory content; particularly the life-holter was affected leading to the clinical observation. However, the remaining service time amounted to 85%. There was no indication of a device malfunction. The current consumption was as expected. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed an invalid memory content leading to the clinical observation. Based on all available information the root cause was not determinable.